Event description:
It was reported that the right atrial automatic threshold (raat) test was suspended for this right atrial (ra) lead due to low amplitudes. It was noted that there were noisy signals on the atrial channel. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) reviewed the reports and noted that raat detected loss of capture (loc). Ts suggested in-clinic testing to confirm capture. The lead remains in use. No adverse patient effects were reported.